Event description:
They experienced difficulty getting a biopsy during a procedure. They removed the scope and cleaned it. During repair, a white sponge was located in the biopsy channel of the scope. The sponge from the procedure was still intact. This appears to be a sponge from a previous procedure.